Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the atrial lead was seen via auto mode switch egm storage. The atrial lead was capped and replaced (B)(6) 2021. The patient was stable.